Event description:
The customer called and reported he experienced hypoglycemia and became unconscious. The customer's blood glucose was 30 mg/dl. Customer was treated intravenously at the hospital. The customer stated he was experiencing low blood glucose for about a month and a half, especially at night time. Troubleshooting was performed to determine if insulin pump was over delivering. The drive support cap appeared normal. The customer was disconnected during the rewind and prime sequence. The customer's priming technique and programming were found to be appropriate. The reservoir showed the same amount of insulin as was displayed on status screen. The reservoir was not manipulated while customer was connected. Insulin pump had not been exposed to strong magnetic fields. Displacement test could not be performed at the time. The customer stated he would call back.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.